Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim during the 10min ivp adriamycin, this nurse had gauze beneath the port that the syringe was attached to for infusion and noted that the adriamycin was leaking at the texium. The syringe was disconnected and the texium was changed. This nurse resumed ivp of the adriamycin and noted leaking from the 2nd texium. This nurse then removed the texium cap to complete the 10min infusion with gauze under the connection site. No further leaking noted. The patient was not exposed to any of the medication.